Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted in (B)(6) 2011 due to an infection. The right ventricular (rv) lead had remained implanted. The ICD was then sent to an external vendor and was re-sterilized. Despite warnings made by the boston scientific sales representative, the physician elected to re-implant this ICD into the same patient. During the implant procedure, a warning message was displayed on the programmer that there were open circuit conditions that had occurred on the day of re-sterilization. It was discovered that the ICD was originally explanted while still in monitor + therapy mode and the re-sterilization process was detected by the ICD which then resulted in shock delivery. All episodes recorded previously to the explant procedure were overwritten by these newer false episodes. In addition, the seal plug from the distal shock coil setscrew was coming out of the header. The physician elected to connect the lead and push the seal plug back into place despite further warnings of possible integrity issues again made by the sale representative. All rv lead measurements were within normal parameters. This ICD was successfully re-implanted and remains in service. No defibrillation testing was performed during this procedure was the patient was in atrial fibrillation and there was a possibility of a thrombus. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.